Event description:
Main body delivery system was introduced via the patient's left side. The iliac leg to be placed in the contralateral limb of the main body graft had been measured incorrectly and was too long to place on the contralateral side without the occlusion of the right hypogastric. The contralateral limb was placed high inside the contralateral limb of the main body graft in order to ensure hypogastric patency. Before deploying the ipsilateral leg graft as intended, an iliac leg graft was placed high inside the ipsilateral limb of the main body graft in order to support and balance the existing contralateral iliac leg graft placed above the bifurcation of the main graft. The placement of the planned iliac leg graft was then placed distally. Final angiogram did not note any endoleak presence.